Manufacturer narrative:
The device return to MFR for evaluation, should have been set to "yes."

Manufacturer narrative:
The permanent cautery spatula instrument related to this complaint was returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer reported complaint that the instrument ¿tip was damaged and broken.¿ the instrument was found to have a broken ceramic sleeve and the broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.10¿ x 0.03¿. Fa indicated this failure is caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. Additionally, fa found the following observations on the instrument that were not reported by the site: the instrument was found to have a broken monopolar yaw pulley and there was a broken piece missing as a result of breakage, which was approximately 0.05¿ x 0.05¿ in size. The conductor cap was also found broken from its normal position and the broken piece approximately 0.25¿ x 0.27¿ in size was not returned with the instrument. Fa noted the two broken parts on the instrument were caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. There was thermal damage of the monopolar yaw pulley at the area where the conductor wire was broken within the yaw pulley. The conductor wire at the yaw pulley was broken and the instrument failed the electrical continuity test due to the broken conductor wire at the yaw pulley. The thermal damage observed was found near the conductor wire-yaw pulley entry and fa indicated the instrument had two lives remaining. A system log review was performed and the instrument was found to have been last used on 3/4/2018 and confirmed to have 2 lives remaining. No additional complaints related to this product or event were reported by the site. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: the instrument had thermal damage on the monopolar yaw pulley and the conductor wire was broken at the yaw pulley with no evidence or claim of user mishandling or misuse. Damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The instrument was returned with 4 lives remaining, indicating that it had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the permanent cautery spatula instrument had a damaged tip. The instrument was not used due to the reported issue and was returned for evaluation. The procedure was completed successfully with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hospital completed the da vinci-assisted procedure with no complications. There was no further information available regarding the case. Patient demographic information was requested, but the site was unwilling to provide the information.